Event description:
It was reported that upon tightening, the setscrew crossed threaded with the fixed angle screw, and tiny metal threads came off the set screw. Both the setscrew and fixed angle screw were removed and replaced. No pt complications were reported.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional product info. The device has been returned to the MFR and analysis is in progress. We are unable to determine the definitive cause of the reported event.